Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the nurses were unable to deflate the balloon to remove the catheter. The physician noted that this have occurred in the past. The patient did not have to have an endoscopy done since the urologist was successful after a few manipulations.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. -use luer tip syringe to inflate with stated ml of sterile water. Or -for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. To deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact an adequately trained professional for assistance as detected by hospital protocol." The device was not returned.

Event description:
It was reported that the nurses were unable to deflate the balloon to remove the catheter. The physician noted that this occurred in the past. The patient did not have to have an endoscopy done, since the urologist was successful after a few manipulations.